Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. (B)(4). Carefusion certified service technician was not able to verify the customer's reported problem due to the damages found on the power flex circuit and the ventilator side lemo pigtail. Visual inspection revealed a burned pin on the ventilator side lemo pigtail and multiple burned pins on the power flex circuit. The service technician replaced the power flex circuit and ventilator side lemo pigtail. Unit passed all testing.

Event description:
The customer reported model palmtop revel has intermittent external power. The ventilator will not charge. No further information was provided regarding patient involvement.

Manufacturer narrative:
This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.